Event description:
The customer reported a hole in the distal tip during a reprocessing, involving an olympus ultrasound gastrovideoscope. There was no patient injury report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.